Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent interstim percutaneous nerve stimulation, stage 1 ¿ incision and implantation of tined quadripolar lead electrodes into foramen s3 with fluoroscopic guidance for needle placement on (B)(6) 2014 due to urgency incontinence. It was also reported that the patient underwent interstim stage 2 ¿ incision and subcutaneous implantation of sacral nerve neurostimulator and electrical analysis and complex programming on (B)(6) 2014 due to urgency incontinence. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.